Event description:
Pencil does not turn off. The dr told the distributor that there was a little sizzling, it did cauterize tissue, but it was very monor and it is all healed up now. The pt was not even aware of it.